Event description:
The customer called to report a crack on the bottom of the insulin pump, along the reservoir window. The customer also reported insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to test for the prime anomaly due to the motor error alarms. The insulin pump had a cracked reservoir tube, window and missing end cap sticker.